Event description:
It was reported that the patient was in surgery and noise oversensing led to pacing inhibition that was greater than 2 seconds. Recently it has been discovered that there is a gradual rise in right ventricular (rv) lead pace impedance, over the last few months, which has reached out of range measurements. The pattern is reportedly mimicked on the shock portion of the lead and slightly on the right atrial (ra) lead. The device was programmed not to deliver therapy and will stay in this configuration until a lead replacement can occur. The patient was also given a life vest. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.